Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output is seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separation may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic total laparoscopic ovarian cystectomy procedure, the physician applied the seal/cut button to take down the fallopian tube when the teflon pad fell inside the patient. The physician used a grasper to successfully retrieve the broken piece. The device was replaced and the intended procedure was completed with another similar device. There was no patient injury reported. No further information was provided

Manufacturer narrative:
This supplemental report is being submitted to provide the lot number of the device, the manufacturing date, and to provide the device evaluation results. The device referenced in this report was returned to olympus for investigation. The investigation was unable to confirm the reported teflon pad breakage. Visual and microscopic inspection showed the teflon pad had sustained normal wear and tear but no metal was exposed. The distal end of the device was inspected and found the probe was detached and the missing portion was not returned. This type of probe damage is most likely related to the operator's technique.